Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast asymmetry and ptosis, right breast capsular contracture (baker grade IV). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 150cc gel breast prosthesis (left device) and an unspecified mentor gel breast prosthesis (right device) when the left breast prosthesis ruptured after implantation. Left breast prosthesis rupture was discovered during explantation surgery on (B)(6) 2019. In addition, the patient developed asymmetry and ptosis in the left breast, and capsular contracture (baker grade IV) in her right breast. The patient had both devices explanted and they were replaced with non mentor breast prostheses. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).